Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited changes in right ventricular (rv) pacing impedance. Testing was performed, but the noise was not reproducible. The physician suspected device set-screw was damaged. The involved rv lead is a non-boston scientific product. Additional information was received, stating that no additional troubleshooting was performed. The hospital will continue to monitor the patient via latitude remote patient monitoring system. The device remains in service. No adverse patient effects were reported.